Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer curved instrument was analyzed and found that the primary failure was identified as a broken grip tip, specifically the molded cover on the top grip. The broken area measured approximately 0.96 mm × 1.50 mm. A returned fragment measuring approximately 0.82 mm × 1.87 mm was received; however, it did not account for the entire missing portion. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted roux-en- y gastric bypass procedure, the vessel sealer curved instrument tip cracked and detached into the patient¿s abdomen. The instrument had been inspected prior to use with no noted abnormalities. The detached fragment was successfully retrieved using a laparoscopic instrument, and no additional surgical intervention was required. A replacement instrument was used to complete the procedure as planned.